Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe leaked with a bd¿ 20 ml syringe with needle. This occurred on 10 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: the syringe was leakage and had occurred for many times, and several samples had been collected, which can be sent back.